Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. Customer technical support performed troubleshooting with the customer over the phone. Customer was suggested to replace the bent sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for multiple chemistries on the dxc 700 au analyzer. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.